Manufacturer narrative:
This product is not approved for use in the us, however, a like device with part # 8293540, 510k# k030285 and upn# (B)(4) has been approved for the us market. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: extension of fixation range to t10 and curettage and washing of the infected area procedure: posterior lumbar interbody fusion levels: t10-l2 it was reported that the patient underwent an unspecified spinal procedure on (B)(6) 2016. Post-op, infection was developed and patient underwent a revision surgery on (B)(6) 2017. During the revision surgery, the t11 screw was found to be loose. It was removed and curettage and washing of the infected area were also performed. The screw was re-used at t10 where re-fixation was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.